Manufacturer narrative:
A ge svc rep performed an onsite investigation. There was a "grabber" error message and a part needs to be replaced, however the sys is working as intended and was put back into svc.

Event description:
The customer reported that the sys intermittently would not capture fluoroscopic x-rays. No pt injury was reported.